Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was stopped. Customer's blood glucose value was unknown at the time of incident. The insulin pump had blue screen within nothing on it, this happened after swimming. The insulin pump was exposed to moisture. Customer reported that there was fluid in the battery compartment. Customer stated that o-ring was in place and it was not free of debris. Customer stated that battery cap was not damaged. The customer stated that the home screen did not appear on the display. The customer did not notice that there was huge crack on the insulin pump at the battery compartment. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The device will not be returned for analysis.

Manufacturer narrative:
After battery installation, device gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm due to signs of previous moisture presence and corrosion on electrical board and the keypad flex cable. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the flashing white display. Device received with a crack on the battery tube which extends to the top where the battery threads are located.